Event description:
Customer alleged blood glucose results of 351 mg/dl, 109 mg/dl and 92 mg/dl when testing was performed back-to-back on the aviva system. The customer reported thirst, dry mouth, blurry vision and vomiting; customer stated he believes symptoms were due to flu. The customer did not treat or act on the results other than to go to bed. No serious adverse event was reported in connection with the alleged malfunction. A request was made for the return of the suspect device and replacement product was sent.